Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified injury and subsequently expired on or about (B)(6) 2012 after use of the product.

Manufacturer narrative:
Additional information received and alleges the patient expired approximately 20 days prior to the initial reported date. The date of death is inconsistent and not verified. Therefore, death date and date of event will remain unchanged. Request for clarification, as well as the circumstance surrounding the event has been made and upon receipt it will be submitted accordingly. This is one of two device reports associated with this event. Related manufacturer report numbers are 1225714-2014-14003 and 1225714-2014-14004.

Manufacturer narrative:
This correction is being made for follow up report (congenital anomaly/birth defect) was inadvertently asserted and it will remain as initially reported. This is one of two device reports associated with this event. Associated MFR report #s: 1225714-2014-14003 and 1225714-2014-14004. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.